Event description:
Surgical intervention took place where the ipg and lead were explanted.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000127388.

Event description:
Related manufacturer reference number: 3006705815-2023-03688. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. Surgical intervention is currently pending.